Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that she was hospitalized due to an infection and hyperglycemia. The customer stated that she had four cannulas in a row that came out of her body bent, contributing to the high blood glucose levels, but the insulin pump never alarmed no delivery. Troubleshooting was performed, and the insulin pump failed the high pressure test. The high pressure test was repeated two more times with different infusion sets and reservoirs, and the insulin pump failed the test both times. Nothing further was reported.